Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Can you identify the lot number of the product involved? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy, bilateral adnexectomy, anterior and posterior vaginal wall repair, and sacral ligament folding and suturing under general anesthesia procedure on (B)(6) 2026 and suture was used. During the procedure, the patient entered the operating room at 16:15. During the operation, the doctor used suture to suture the sacral ligament, the problem of pulling off suture needle happened. The doctor immediately removed the separated needle and suture, confirmed that it was intact, and removed it from the abdominal cavity. A new needle was replaced. After the surgery, the doctor checked the patient's abdominal cavity again and found no residual needle or suture. No adverse patient consequences were reported. Additional information was requested.